Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported, on an unknown date, the shaft broke off. No further information is available. This is 2 of 2 devices for this event reported on complaint (B)(4) .

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates the investigation, which was carried out of the offending screwdriver shafts, has shown that the tips broke off as a result of excessive torsional loading. The deformation of the tip was caused by excessive mechanical stress. The control of the manufacturing data and hardness specifications revealed no abnormalities of the specifications. There were no products errors are detected. Device was used for treatment, not diagnosis.